Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed may 23rd, 2014.

Event description:
Per the clinic, the patient did not hear auditory percepts at initial activation of the device. Reprogramming attempts were made; however, the issues could not be resolved. The device was subsequently explanted on (B)(6), 2014 and the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.